Event description:
Doctor reported damaged implant hexagonal at tooth site 36. Patient felt pain. Implant was removed and other implant was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).the following fields have been updated:b4: date of this report.b5: describe event or problem.g3: date received by manufacturer.g6: type of report.h1: type of reportable event.h2: follow up type.h3: device evaluated by manufacturer.h6: adverse event problem.h11: additional narrative.zimvie received one (1) oss310, (osseotite® implant 3.75 x 10mm) for evaluation. Visual evaluation was performed; the implant has signs of use. The implant was damaged during removal. The implant had debris on its internal and external threads. The implants drive feature damaged/stripped.DHR review was completed for the subject lot number 2019080594. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR.complaint history review was performed for the reported lot number 2019080594 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: damaged drive feature.¿ based on the investigation and risk management file review, the root cause determined from the investigation was customer error.therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.at this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.